Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was cracked. A visual inspection was performed and showed the scope to have deep distal tip damage and a broken negative lens. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during the procedure the scope was cracked. The display was completely lost while in the patient. No delay and a back up was available to complete the procedure. No patient injury was reported.